Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation. The sjm representative met with the patient and indicates the ipg is depleted. The patient's ipg was subsequently explanted and replaced. The patient reported effective stimulation coverage postoperative.